Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed target lesion was located in the non calcified, moderately tortuous left superficial femoral artery (sfa). During the first inflation of a 5.0 x 60/135 sterling balloon catheter at 6 atms a balloon rupture occurred. The sterling balloon catheter was removed. The procedure was completed with a different device. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).